Event description:
Country of complaint: (B)(6). While performing a hysteroscopic surgery with pl 720su, the generator was delivering acoustic sound as ok signal for seal complete, but the vessels were not sealed. Cutting caused severe bleeding. The situation became critical due to blood loss and they had to open the patient to stop bleeding.

Manufacturer narrative:
U.s. Agent notified on 12/03/2013. Evaluation of caiman on-going at manufacturing site. Review of related component: gn200 generator. OEM evaluation/testing indicates the generator is according to specification.